Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, and decreased mobility. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address instability. Elective surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update: (B)(6) 2014 - medical records received. Patient was revised to address fluid, capsulitis, thick fibrous tissue, metal reaction, corrosion at the trunnion, inflamed tissue, metal debris, and a cyst. The stem and sleeve have been added to the complaint. Stem remained in situ. This complaint was updated on: (B)(6) 2014.